Event description:
Related manufacturer reference number: 2017865-2023-10368. It was reported that the patient presented for a scheduled device upgrade procedure. Upon initial interrogation it was noted that the atrial lead exhibited inappropriate ams (auto mode switch) episodes due to noise. During the procedure the physician noticed that the right ventricular lead and the right atrial lead showed insulation damage. The physician elected to repair the leads. The patient was upgraded to a bi-v pacemaker with no further complications. The patient was in stable condition post-procedure.